Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion fsr identified the source of the smell/light was a surface mount capacitor that had burnt on the main printed circuit board (pcb). The main pcb was replaced to resolve the reported issue. The fsr reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported that the carefusion field service representative (fsr) was onsite performing preventative maintenance on the vela ventilator but the unit would not power up at all. Upon powering the unit on, the fsr reported the liquid crystal display connector on the main printed circuit board (pcb) was partially dislodged. After re-seating the connecting, the fsr reported a burning smell and a flash of light from the solder side of the main pcb. The fsr reported the source of the burning smell was a surface mount cap that had burnt. There is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to burnt capacitor c1105. It was reported the capacitor (c1105) has failure resulting in burning of the capacitor. C1105 is part of the one of three capacitors used to filter the 24 vdc coming from the power supply. This voltage is then ¿bucked¿ to the vcc 3 via u1100. This issue will be internally investigated within carefusion.